Event description:
It was reported via repair work order that the track belts were worn and cracking. This condition results in the chair not being able to engage the stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.